Event description:
This senior medical surveillance specialist reviewed the customer care advocate's (cca's) documentation. In 2009, the reporter/layperson (pt's daughter-in-law) complained that the pt's onetouch select meter would not turn on two days earlier, and still would not turn on at the time of call. The reporter did not state how frequently the pt tests or tested. The pt's daily diabetes regime is oral medication. The pt allegedly ate less food when unable to obtain blood glucose results. The morning of the reporter's call (the date of complaint), the pt was sweaty and shaky. The pt either self-treated with (or was given) orange juice to alleviate the symptoms. Because the pt was using the wrong test strips (lifescan's ultra strips rather than the select strips), the meter would not turn. It did turn on with the power button. Because the reporter alleged the pt's blood glucose became low, possibly due to eating less food when unable to test, the complaint is reported. The cca replaced the product.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform the FDA of product(s) that do not pass inspection in a supplemental report.